Manufacturer narrative:
Three needles were used during this procedure: lot u3581, u3949, u3375. Seed tracking only occurred in one track, however the needle lot used for that track was unknown.

Event description:
It was reported that there was a tumor track seeding. Three icerod cx 90 degree needles were selected for use for this bone tumor cryoablation procedure. The procedure went as expected with no extension into non-target tissue. The follow-up computed tomography scan showed that tumor track seeding had occurred between the skin and the bone tumor in one of the needle tracks. There were no patient symptoms.